Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had deep scratches on screen and insulin pump beet up. The customer stated that insulin pump screen harder to read specially in sunlight. Customer stated that insulin pump buttons harder to push and up and down buttons get stuck. Customer stated that insulin pump's battery lasted less than a week and it rejected new battery. Customer stated that insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.